Event description:
It was reported that, "upon explant, the titanium plate removed a section of the femoral cortical bone the extraction device for the plunger became cold welled into plunger and it could not be remove. As a result for reasons undetermined, plunger and dome were pushed through the acetabulum."

Manufacturer narrative:
Additional info has been requested, and if received, will be reported on a supplemental report.